Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as MFR report#: 2134265-2010-02557. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties and a dissection occurred. The patient presented with fractional flow reserve reduction, congestive heart disease with dyspnea including intermittent typical angina pectoris and switching between atrial fibrillation and atrial flutter. Access was obtained through the right femoral artery. The 75% stenosed concentric de novo lesion measuring 2.7mm in diameter and 27mm in length was located in a moderately tortuous and moderately calcified right interventricularis anterior artery that contained a bend of less than 45 degrees. The lesion was predilated with a 2.0x20mm balloon which reduced the stenosis to 50%. A 2.75x28mm promus element drug eluting stent was advanced to the lesion, but resistance was felt. When the physician attempted to remove the device it became entangled in the guidewire and all devices were removed together. The lesion was predilated again, two times with a 2.5x20mm balloon. A 2.75x24mm promus element stent was advanced to the lesion, but could not fully cross the distal portion of the lesion. The device was unable to be withdrawn; therefore, the stent was deployed at 10 atms. This resulted in a "good proximal result" and timi iii flow; however, a minor dissection was noted at "stent exit." The dissection "advanced" after the deployment of two 2.5x8mm non bsc stents and a 2.25x12mm non bsc stent resulting in the dissection becoming completely apposed. This resulted in a good result with little spasm of the vessel distally to the stent with insignificant oversizing. It was noted that postinterventionally there was sudden stent occlusion with spontaneous lysis or vessel spasm. No further patient injuries or complications occurred. Patient's status is listed as "stable." It was recommended that the patient return in four weeks for isthmus ablation and cardioversion as needed and a diagnostic angiography in six months. This product is only ous approved but it is similar to an approved us device.